Manufacturer narrative:
Updated b5 - describe event or problem with updated incident information provided by patient on follow up call. Updated h6 - adverse event problemmedical device problem code to a050401 fluid leak.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 13.9 mmol/l (250 mg/dl) while wearing the pod, but also said that reading was incorrect and was higher, but when paramedics arrived and measured, bgs were at paramedics were called / paramedics checked levels: they were 36mmol/l /quoted from the letter/ orally quoted 36.6mmol/l, ketones were ketones 5.6 and ph was- 7.04. Symptoms reported include hyperglycemia, weakness, vomiting, dizziness, and abdominal pain. The patient was treated with intravenous fluids and insulin and due to an underlying infection, they were also given coamoxicilin 3 times a day for 13 days. The patient was discharged after 2 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 13.9 mmol/l (250 mg/dl) while wearing the pod, but also said that reading was incorrect and was higher but did not specify how high. The patient reported that the pod was not communicating with the personal diabetes manager (pdm). Symptoms reported include hyperglycemia, weakness, vomiting, dizziness, and abdominal pain. The patient was treated with intravenous fluids and insulin and due to an underlying infection, they were also given coamoxicilin 3 times a day for 13 days. The patient was discharged after 2 days. The pod has been discarded.